Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg. X-ray confirmed that the ipg had flipped in the pocket. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted.